Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. The analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The most recent battery measurement was 2.8474 volts on (B)(6) 2015 and recommended replacement time (rrt) had not been triggered. (B)(4).

Event description:
It was reported that the device's battery was nearing the level at which elective replacement is indicated. Premature battery depletion was suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.